Event description:
It was reported that the right ventricular lead was explanted due to unacceptable thresholds. During explant, the helix appeared fully retracted under fluoroscopy, but was still partially extended with tissue attached. When retracted outside the patient a "pop" was heard and sudden retraction occurred. Readvancing the helix was not smooth and it suddenly popped out. No patient complications were reported as a result of this event.